Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Rrt was triggered on (B)(6) 2016 daily battery trend data shows gradual rise of battery impedance. Early rrt alert, without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had alerted for recommended replacement time (rrt) before its expected longevity. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.